Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported a case report titled "management and challenges of femtosecond lase-assisted catarct surgery in patients with cataracts secondary to reverse-implanted posterior chamber phakic intraocular lens: a case report". The report states that following an implantable collamer lens (icl) implantation procedure the patient experienced an anterior subcapsular cataract. The lens was explanted and cataract surgery was performed. Cause is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - describe the problem: a healthcare professional reported a case report titled "management and challenges of femtosecond lase-assisted catarct surgery in patients with cataracts secondary to reverse-implanted posterior chamber phakic intraocular lens: a case report". The report states that following an implantable collamer lens (icl) implantation procedure the patient experienced an anterior subcapsular cataract and significant reduction of endothelial cell count. The lens was explanted and the patient underwent cataract surgery and iol implantation. Cause is unknown. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Event description:
A healthcare professional reported a case report titled "management and challenges of femtosecond lase-assisted catarct surgery in patients with cataracts secondary to reverse-implanted posterior chamber phakic intraocular lens: a case report". The report states that following an implantable collamer lens (icl) implantation procedure the patient experienced an anterior subcapsular cataract and significant reduction of endothelial cell count. The lens was explanted and the patient underwent cataract surgery and iol implantation. Cause is unknown. If additional information is received a supplemental medwatch report will be submitted.